Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06455010. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: updated lot# and di#. G5: updated combo product field, added PMA/510k #. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for the CT scan of abdomen that ¿confirmed incarcerated ventral hernia¿ were not provided.] On (B)(6) 2008: (B)(6) regional medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia with omentum within the sac. Procedure performed: repair of the incarcerated ventral hernia with 8 x 12 centimeter kugel hernial patch. Anesthesia: general. Indications for procedure: this is a 26-year-old female who is obese. She presented with irreducible, painful, tender mass in the supraumbilical area of the abdomen in the midline. The CT scan of the abdomen had confirmed that it was an incarcerated ventral hernia with fat in the hernial sac. There was no bowel in the sac. She was scheduled for repair of this hernia under general anesthesia. Procedure: ¿the patient was placed supine on the table under general anesthesia. The abdomen was painted with duraprep and draped in the usual manner. The patient was given intravenous antibiotics prior to surgery. A vertical midline incision was given about four fingers above the umbilicus extending to the left side of the umbilicus. The incision was deepened to the underlying subcutaneous tissue. The hernial sac was identified and was circumferentially dissected all the way to the fascia. There were two other small defects proximal to this incarcerated hernia with preperitoneal fat sticking through the hernial defects. The larger hernial sac was circumferentially dissected. The hernial sac was opened and there was omentum in the sac. This was viable and reduced back into the peritoneal cavity. Inserting a finger in the peritoneal cavity and palpating the fascia proximally and distally examined the fascia. There was another hernial sac, which was seen at the umbilicus. There was a fascial bridge between these two hernias. The fascial bridge was opened and made all these defects as one defect. The umbilical skin was separate from the hernial sac. The final defect measured 5 centimeters vertically and about 3 centimeters in a transverse plane. There were no adhesions between the anterior abdominal wall and omentum or the bowel. An 8 x 12 centimeter kugel hernial patch was chosen to repair this hernial defect. This was placed in the peritoneal space and the mesh was tacked to the peritoneum with interrupted #0 pds sutures all around and the outer layer of the mesh was sutured to the fascial edges with interrupted #0 pds sutures. Hemostasis was completely secured. The wound was irrigated with concentrated ancef solution and #10 jackson-pratt drain was placed in the dead space, which was rather large and it was brought out through a separate stab wound along the lower part of the abdomen. After securing hemostasis the wound was infiltrated with local anesthetic and the umbilical skin was tacked to the fascia, with 3-0 monocryl suture. The drain was secured in place. The subcutaneous tissue was approximated with 3-0 monocryl continuous sutures. The skin was closed with 4-0 monocryl subcuticular continuous suture. A dry, formed dressing was applied. The patient tolerated the procedure well and was transferred to the recovery are [sic] in satisfactory condition.¿ ??/??/??: [missing records: records between 04/11/08 and 12/21/09 were not provided.] On (B)(6) 2009: (B)(6) regional medical center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure performed: laparoscopic repair of the recurrent ventral hernia with dualmesh measuring 15 cm x 19 cm in size, after extensive lysis of omental adhesions. Anesthesia: general. Indications for the procedure: ¿this 27-year-old female who underwent a previous open ventral hernia repair with mesh has recurred the hernia. She has been symptomatic, this progressively getting bigger, so she is scheduled for laparoscopic, possible open repair of this ventral hernia. The patient received intravenous antibiotics prior to surgery and she was placed supine on the table under general anesthesia. A foley catheter was inserted to decompress the urinary bladder. The abdomen was scrubbed and painted with betadine and draped as usual manner. An ioban was placed on the abdominal wall along with the drapes. A small incision measuring about an inch was made above the right subcostal area along the anterior axillary line. The incision was deepened to the level of the fascia. The fascia was opened through a small transverse incision and the muscles were split and the posterior rectus sheath and the peritoneum were opened and the peritoneal cavity was entered. Under direct vision, a 12 mm surgiport was inserted into the peritoneal cavity. The balloon was inflated and it was secured in place. The laparoscope was inserted into the peritoneal cavity after obtaining the pneumoperitoneum. There were extensive omental adhesions seen attached to the hernia site in the midline. A 5 mm surgiport was inserted into the peritoneal cavity through a small incision in the right lower quadrant of the abdomen just above the iliac crest. With a harmonic scalpel, the adhesions were taken down. I did not see any bowel attachment. The previously placed edge of the mesh was seen and these adhesions were taken down. The falciform ligament was also taken down partially for better visualization. The hernia defect was clearly seen. This was measured by placing spinal needles and marking these areas on the surface with a marker, and the hernia measured 9 cm transversely and 10 cm vertically. Another two 5 mm surgiports were inserted into the peritoneal cavity, one along the anterior axillary line in the left subcostal area and the other one in the left lower quadrant of the abdomen above the iliac crest. The pneumoperitoneum was decompressed and about 4 cm of the overlapping distance was measured on all sides of the mesh, and the size 15 cm x 19 cm dualmesh was chosen, and gore-tex sutures were placed in all 4 corners of this mesh and the mesh was folded and the pneumoperitoneum was again obtained, and the mesh was brought into the peritoneal cavity with a grasper. The mesh was spread open and these stay sutures were brought out with the help of a suture retriever. All 4 corners were pulled up, and the edges of the mesh were secured between these sutures to the anterior abdominal wall with tacking absorbable staples. The mesh was secured nicely in place. The sutures were all tied up and the mesh was again carefully examined. It seemed to be secured in all areas, well into the anterior abdominal wall. All the ports were removed under direct vision. There was no sign of any bleeding from the port sites. The pneumoperitoneum was completely decompressed and the fascial defect in the right upper quadrant of the abdomen was closed with 3-0 vicryl interrupted figure-of-eight sutures. The wounds were all closed with 4-0 monocryl subcuticular sutures. Steri-strips were placed over the wound and an abdominal binder was placed after placing abd pads at the site of the previous hernia. The patient has tolerated the procedure well and transferred to the recovery room in satisfactory condition.¿ on (B)(6) 2009: (B)(6) regional medical center. Implant/explant log. Procedure: laparoscopic ventral hernia repair. Description: 15 cm x 19 cm dual mesh plus. Quantity: 1. Company name: gore. Catalog or model #: 1dlmcp04. Serial, lot, or load #: 06455010. Biological results: 2011-10. Site: abdomen. Charged. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06455010) was implanted during the procedure. ??/??/??: [missing records: records between 12/21/09 and 09/16/10 were not provided.] On (B)(6) 2010: (B)(6) regional medical center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic recurrent incisional hernia repair with mesh. Excision of meshoma. Lysis of adhesions. Anesthesia: general. Blood loss: minimal. No complications. The patient was extubated and transferred to the recovery in stable condition. Implants: a 20 x 23 cm piece of sepramesh. Procedure in detail: ¿the patient is a young woman, who has undergone multiple incisional hernia repairs; the first was done open, the second laparoscopically, to repair a defect at her epigastrium and umbilical region. She has unfortunately had recurrence of both of these hernia repairs, and saw me in a consultation for repair of recurrent incisional hernia. The risks and benefits of a laparoscopic versus open incisional hernia repair were presented to the patient and her mother. They were agreeable to proceed with a laparoscopic repair with possible open conversion, and all questions were answered. She was brought into the operating room and placed in the supine position on the or table. She was induced and intubated without difficulty. A foley catheter was placed by the nursing staff. A left subcostal incision was made using a #15 blade, and using the optiview technique, a 10 mm trocar was placed without difficulty. Following that, the abdomen was inspected. 2 additional trocars were placed in the left side of the abdomen, which were 5 mm in diameter, and 3 trocars were placed on the right side of the abdomen, a 10 mm port and two 5 mm ports. Using these ports, some adhesions were taken down laparoscopically. In addition, I came upon the patient¿s prior mesh. There seemed to be some herniating omentum going around this mesh and into the hernia defect. The gore-tex piece of mesh was then removed using a harmonic scalpel with some tedious dissection from the anterior abdominal wall. I did come upon what seemed to be some prolene mesh as well, and this was also removed. It was placed in endocatch bag and extracted via one of the trocar sites. Once the defect was fully visualized, there was no evidence of any intraabdominal bowel injury or injury to any other surrounding structures. The inferior abdominal wall was cleaned on 365 degrees of the defect, exposing about 4-5 cm of healthy fascia. The area was measured, and a 20 x 30 cm piece of sepramesh was inserted into the abdomen. This was done after transvaginal 2-0 silk sutures were placed in equidistant locations on the mesh. Stab incisions were created on the skin using a #11 blade and then using a carter-thomason device in the 8 locations, the transfascial sutures were brought up through the fascia and tied down to the fascia itself. This secured the mesh into place, and then using a permanent tacking device, multiple tacks were used to further seal the mesh into place. There was extremely good approximation of the mesh to the anterior abdominal wall, and there was over 5 cm of overlap of the mesh to healthy fascia. The abdomen was then visualized for any bleeding, which there was none, and the trocars were then removed under direct visualization. There was no bleeding after trocar removal, and 2 of the 10 mm port sites were closed using carter-thomason device and a 2-0 vicryl suture. Skin was closed using 4-0 monocryl suture, and the incisions were injected with 0.25% marcaine. An abdominal binder was applied. The patient was reversed and extubated. Foley catheter was removed, and she was transferred to recovery in a stable condition. All instrument and sponge counts were correct, and I was present the entire case.¿ on (B)(6) 2010: [missing records: a pathology report detailing analysis of the device removed during the 09/16/10 procedure was not provided.] On (B)(6) 2010: (B)(6) regional medical center. Implant/explant log. Procedure: recurrent ventral hernia. Explant information: date of implantation (B)(6) 2008. Description: sepramesh ip 8 x 12. Site: abdomen ventral. Not charged. Description: bard small oval mesh. Quantity: 1. Company name: bard. Catalog or model #: 0010201. Serial, lot, or load #: hurb5166. Biological results: (B)(6) 2012. Site: abdomen. Removed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh requiring an additional surgery. Additional event specific information was not provided.